Event description:
The subject device was used during an unspecified procedure, the error code indicating the excessive heat generation of internal circuit was displayed, and the subject device didn't work. The procedure was completed with a different device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The mfg history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional info or the device is received a later time, this report will be supplemental.